Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The health care professional (hcp) wanted technical services (ts) to confirm if reprogramming was possible. Ts confirmed reprogramming the lead was possible and recommended further troubleshooting actions. The lead remains in use. No adverse patient effects were reported.